Manufacturer narrative:
The account found the quick-release hook was damaged. The account does not know the circumstances that caused the hook to be broken. In the user manual for universal slingbar it is stated under care and maintenance: ¿when using a quick-release hook system, check that the quick-release hook is correctly fastened to the lift and the sling bar. Before lifting, check that the lifting accessory hangs vertically and can move freely.¿ a search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the quick-release hook to resolve the issue. Based on this information, no further actions is required.

Event description:
Hill-rom received a report from the account stating that the quick-release hook was broken. The lift was located in the hospital. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).